Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Correction to field d4: model number and catalog number.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) fault code due to extended magnet application and high, out-of-range shock impedance measurements of 215 ohms. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Investigation summary: with the available information, boston scientific did not identify any product characteristics that would have caused or contributed to the clinical observations as the electrode passed all relevant testing completed. Unintended use error was noted based on the analysis finding of induced damage during explant. Device technical analysis: the returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Although one of the four shocking cables was fractured, consistent with pulling at explant, the measurements were still within normal limits. This electrode is constructed with two parallel cables connected to each side of the shock coil. Even with one cable fractured, the electrode functions normally with no electrical issues in the field. Microscopic inspections of the terminal pin assembly and electrode body found one hv cable was fractured at the distal fitting of the shock coil, likely explant related damage. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this product passed all relevant testing and no product characteristics were identified that would have caused or contributed to the clinical observations. We will continue to monitor field reports for similar observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) fault code due to extended magnet application and high, out-of-range shock impedance measurements of 215 ohms. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. This electrode was returned for product analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) fault code due to extended magnet application and high, out-of-range shock impedance measurements of 215 ohms. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) fault code due to extended magnet application and high, out-of-range shock impedance measurements of 215 ohms. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.